Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm navitor valve was successfully implanted in a patient. It was noted after a pre-implant balloon aortic valvuloplasty, that the patient developed a complete heart block. The decision was made to place a temporary pacemaker.. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed once during procedure due to being deployed too low. At 80% deployment, the implanter did switch to left anterior oblique (lao) view and confirmed with stent parallax removed, that the implant depth was at an acceptable level below annulus in that view. There was a little bit of calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 6.78mm. A post-implant balloon aortic valvuloplasty was performed using a 22mm non-abbott device due to under-expansion of the 25mm navitor valve. It was noted that a check for non-uniform expansion was not performed during procedure. There was no clinically significant delay in procedure reported. Post-procedure it was noted that the patient had a left bundle branch block (lbbb) and first degree atrioventricular block (avb). It's noted that the temporary pacemaker was able to be removed the following day. The cause of the left bundle branch and first degree heart block are attributed to the implant procedure. The cause of the under expansion of the 25mm navitor valve is attributed to the size of the ascending aorta. The patient was stable at the time of report and did not require prolonged hospitalization.

Manufacturer narrative:
An event of valve underexpansion and heart block was reported. Heart block is a well-recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. It was indicated that the valve was re-sheathed once during procedure due to being deployed too low. The valve sizing appears to be correct based on provided annular dimensions, the final non-coronary cusp implant depth was 6.78mm. There was a little bit of calcification extending beneath the aortic annular plane in the interventricular septum which could have been contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the reported valve underexpansion could not determined. The reported heart block appears to be related to the patient conditions, however could not be confirmed. Unexpected medical intervention was case specific due to post-implant valvuloplasty performed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.